Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from the patient's physician that nine months post implant of this bioprosthetic valve, the valve was explanted due to a severe paravalvular leak (pvl) that was unable to be repaired. The valve was replaced with a full root product. Post-operatively, the patient had respiratory failure eventually requiring a tracheostomy. A slow recovery time was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient weight was requested but was not provided. (B)(4).